Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: after blood collection the needle did not retract back after the activation point was pressed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use the needle would not retract with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: after blood collection the needle did not retract back after the activation point was pressed.